Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the vad (ventricular assist device), serial #(B)(6), and the patient's outcome could not be conclusively established through this evaluation. The customer communicated that the center was unable to find any additional information. The device history records for the ventricular assist device, serial #(B)(6), were not reviewed as the product is no longer manufactured by abbott and no specific device-related adverse events were reported. The vad (ventricular assist device) instructions for use (IFU), rev. N, was the last available IFU for this product prior to it no longer being manufactured. Although no device-related issues were reported, the IFU lists potential adverse events, including death, that may be associated with the use of the ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. The cause of death was unknown. It was reported that the outcome was not device or therapy related, an autopsy would not be performed, and the pump would not be explanted.